Event description:
A malfunction was reported on a pump, identified by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer continued to use current pump for insulin therapy.